Event description:
The patient stated that the v-go device came off while she was showering. Patient confirmed that the application site was properly prepared with alcohol prep prior to application. The v-go 30 was discarded.